Event description:
It was reported that during preparation for an atrial tachycardia intervention procedure, a sterilization issue occurred. When the outer packaging of the constellation mapping catheter was opened, the seal on the plastic wrapping was opened so that the sterilization field was broken and they didn't know if they had done it. The procedure was completed with another constellation mapping catheter. No complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).